Event description:
Additional information was received that this device was explanted and replaced due to battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that boston scientific technical services was consulted regarding an episode of anti-tachy pacing by this device. During the discussion, it was noted that this device had declared elective replacement indicator (eri) early due to extended charge times. A replacement will be scheduled in the near future. No adverse patient effects were reported.

Manufacturer narrative:
With current information, the device remains in service. No further information is available. This report will be updated if more information becomes available.